Event description:
It was reported that a portion of the cermaic of the mitek vapr se electrode broke off into the shoulder. Contact reported that only part of the ceramic broke free and the surgeon did not find the piece, but he assumes that it was flushed out when doing a wash out. No patient injury was reported as a result of this situation. If this was to recur and the fragment not retrieved, it is possible that patient injury could potentially occur.